Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator cold single-use snare was used during a procedure performed on an unknown date. According to the complainant, it was noted that the device was locking up and it would not open. The loop was also noted to be broken. Reportedly, the physician has been experiencing this for six months.